Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was giving the low flow and air leak alerts. The flow rate was 1.5 l/m. The user had already disconnected and reconnected pads with no improvement. The patient temperature was 33.8c, target temperature was 33c, outlet monitor temperature (t1) was 12.4c, outlet control temperature (t2) was 12.3c, inlet temperature (t3) was 15.3c, chiller temperature (t4) was 5.6c, water flow rate was 1.4 l/m, inlet pressure was -7.7psi, circulation pump command was 53%, mixing pump command was 8%, water reservoir level was 5, system hours were 1244.4 and pump hours were 1181. Mss walked through stopping therapy, draining pads, disconnecting and reconnecting by holding tubing only. The user stated the fluid delivery line was secured and all lines straight with no bends or kinks. It was also stated all 4 arctic gel pads were connected and the patient was using size large pad. The user started therapy and the flow rate fluctuated and started alerting 01 (patient line open) and an alert 02 (low flow). Air bubbles were noted in the clear connections. Mss had them stop therapy and drain pads. Again started therapy and device alerted again with an alert 01(patient line open) and an alert 02 (low flow) with flow rate as 1.4 l/m. Mss walked through placing arctic sun device in manual control at 10c. In manual control, the outlet monitor temperature (t1) was 15.7c, outlet control temperature (t2) was 15.7c, inlet temperature (t3) was 20.2c, chiller temperature (t4) was 11.4c, water flow rate (wfr) was 2.0 l/m, inlet pressure (ip) was -7.4psi, circulation pump command (cpc) was 60% and mixing pump command (mpc) was 100%. Mss walked through disabling manual control and started therapy but the arctic sun device continued to an alert 01 (patient line open) and an alert 02 (air leak) with flow rate as 1.81 l/m. Mss discussed swapping out pads and leaving at desk or adding a universal pad to increase flow rate but not applying to patient. Nurse did not want to remove all pads if not necessary and would call back if flow rate did not improved.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned

Event description:
It was reported that the arctic sun device was giving the low flow and air leak alerts. The flow rate was 1.5 l/m. The user had already disconnected and reconnected the pads with no improvement. The patient temperature was 33.8c, target temperature was 33c, outlet monitor temperature (t1) was 12.4 c, outlet control temperature (t2) was 12.3 c, inlet temperature (t3) was 15.3 c, chiller temperature (t4) was 5.6 c, water flow rate was 1.4 l/m, inlet pressure was -7.7 psi, circulation pump command was 53%, mixing pump command was 8%, water reservoir level was 5, system hours were 1244.4 and pump hours were 1181. Mss walked through stopping the therapy, draining pads, disconnecting and reconnecting by holding tubing only. The user stated the fluid delivery line was secured and all lines were straight with no bends or kinks. Also stated all 4 arctic gel pads were connected and the patient was using large size pad. The user started therapy and the flow rate again fluctuated and started alerting 01 (patient line open) and an alert 02 (low flow). Air bubbles were noted in the clear connections. Mss had them to stop the therapy and drain pads. Again started therapy and the device alerted again with an alert 01(patient line open) and an alert 02 (low flow) with flow rate as 1.4 l/m. Mss walked through placing arctic sun device in manual control at 10 c. In manual control, the outlet monitor temperature (t1) was 15.7c, outlet control temperature (t2) was 15.7c, inlet temperature (t3) was 20.2c, chiller temperature (t4) was 11.4c, water flow rate was 2.0 l/m, inlet pressure was -7.4psi, circulation pump command was 60% and mixing pump command was 100%. Mss walked through disabling manual control and started therapy but the arctic sun device continued to get an alert 01 (patient line open) and an alert 02 (air leak) with flow rate as 1.81 l/m. Mss discussed swapping out pads and leaving at desk or adding a universal pad to increase flow rate but not applying to patient. Nurse did not want to remove all pads if not necessary and would call back if flow rate did not improved.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to misconnection of supply and return lines. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product and catalog number for this device is unknown. However it could be deduced as one being the neonatal IFU. The instructions for use were found adequate and state the following: "indications for use: the arctic sun® temperature management system is a thermal regulating system, indicated for monitoring and controlling patient temperature in adult and pediatric patients of all ages. Contraindications: there are no known contraindications for the use of a non-invasive thermoregulatory system. Do not place the neonatal arctic gel¿ pad on skin that has signs of ulcerations, burns, hives or rash. Do not remove the fabric release liner of the neonatal arctic gel¿ pad and expose the hydrogel. Do not place the neonatal arctic gel¿ pad hydrogel on immature (non-keratinized) skin or premature babies. While there are no known allergies to hydrogel materials, caution should be exercised with any patient with a history of skin allergies or sensitivities. Warning: do not place the neonatal arctic gel¿ pad over transdermal medication patches as warming can increase drug delivery and cooling can reduce the drug delivery, resulting in possible harm to the patient. Cautions: federal law restricts this device to sale by or on the order of a physician. The neonatal arctic gel¿ pad is only for use with the arctic sun® temperature management system. This product is to be used by or under the supervision of trained, qualified medical personnel. The clinician is responsible for determining the appropriateness of use of this device and the user-settable parameters, including water temperature, for each patient. Due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to edema, diabetes, peripheral vascular disease, poor nutritional status, steroid use, or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the neonatal arctic gel¿ pad often; especially those patients at higher risk of skin injury. Skin injury may occur as a cumulative result of pressure, time and temperature. Possible skin injuries include bruising, tearing, skin ulcerations, blistering, and necrosis. Do not place bean bags or other firm positioning devices under the neonatal arctic gel¿ pad. Do not place any positioning devices under the pad manifolds or patient lines. If warranted, use pressure relieving or pressure reducing devices under the patient to protect from skin injury. Do not allow urine, stool, antibacterial solutions or other agents to pool underneath the neonatal arctic gel¿ pad. Urine, stool and antibacterial agents can absorb into the pad hydrogel and cause chemical injury, skin irritation, and loss of pad adhesion over time. Replace pads immediately if these fluids come into contact with the hydrogel. Do not place the neonatal arctic gel¿ pad directly over an electrosurgical grounding pad. The combination of heat sources may result in skin burns. If needed, place defibrillation pads between neonatal arctic gel¿ pad and the patient¿s skin. The neonatal arctic gel¿ pad is non-sterile for single patient use only. The water content of the hydrogel affects the pad¿s adhesion to the skin and conductivity, and therefore, the efficiency of controlling patient temperature. Periodically check that pads remain moist and adherent. Replace pads when the hydrogel no longer uniformly adheres to the skin. Replacing pads at least every 5 days is recommended. The neonatal arctic gel¿ pads are for single patient use. Do not reprocess or sterilize. If used in a sterile environment, pads should be placed according to the physician¿s request, either prior to the sterile preparation or sterile draping. Use pads immediately after opening. Do not store pads in opened pouch. The neonatal arctic gel¿ pad should not be punctured with sharp objects. Punctures will result in air entering the fluid pathway and may reduce performance. The neonatal arctic gel¿ pad must be replaced after 5 days of use. Do not allow circulating water to contaminate the sterile field when lines are disconnected. Discard used neonatal arctic gel¿ pad in accordance with hospital procedures for medical waste. Directions: place the patient (1.8 - 4.5 kg; 4.0 - 9.9 lb) on the pad. Avoid placing the patients over the manifolds or other high pressure locations. The rate of temperature change and potentially the final achievable temperature is affected by pad surface area coverage, placement, patient size, and water temperature range. The pad surface must be contacting the skin for optimal energy transfer efficiency. If desired, the center section of the pad can be wrapped around the patient¿s torso and secured in place using the velcro tabs provided. If this option is in use, ensure that the edges of the pad are away from articulating areas of the body to avoid irritation. Place pads to allow for full respiratory excursion. (E.g. Ensure free movement of the chest and abdomen are guaranteed). The pads may be removed and reapplied if necessary. Pads should be placed on healthy, clean skin only. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) and the potential for rapid patient temperature change, it is recommended to use the following settings to the arctic sun® temperature management system: water temperature high limit: =40°c (104°f); water temperature low limit: =10°c (50°f); control strategy: 2. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) it is recommended to use the patient temperature high and patient temperature low alert settings. Place a core patient temperature probe and connect to the arctic sun® temperature management system patient temperature 1 connector for continuous patient temperature feedback. A rectal or esophageal temperature probe is recommended. Verify patient core temperature with an independent temperature probe before and at regular intervals during use. Attach the pad¿s line connectors to the fluid delivery line manifolds. See arctic sun® temperature management system operators manual and help screens for detailed instructions on system use. Begin treating the patient. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m. When finished, purge water from pad." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the arctic sun device received the low flow and air leak alerts. The flow rate was 1.5 lpm. The user had already disconnected and reconnected pads with no improvement. The patient temperature was 33.8 c the target temperature was 33 c the outlet monitor temperature (t1) was 12.4 c the outlet control temperature (t2) was 12.3 c the inlet temperature (t3) was 15.3 c the chiller temperature (t4) was 5.6 c the water flow rate was 1.4 lpm the inlet pressure was -7.7 psi the circulation pump command was 53 percent the mixing pump command was 8 percent the water reservoir level was 5 system hours were 1244.4 and pump hours were 1181. Ms and s walked through stopping the therapy draining the pads disconnecting and reconnecting by holding tubing only. The user stated the fluid delivery line was secured and all lines straight with no bends or kinks. Also stated all 4 arctic gel pads were connected and the patient was using large size pad. The user started the therapy and the flow rate was fluctuated and started alerting 01 (patient line open) and an alert 02 (low flow). The air bubbles were noted in the clear connections. Ms and s advised to stop the therapy and drain the pads and again started the therapy and the device alerted again with an alert 01 (patient line open) and an alert 02 (low flow) with flow rate at 1.4 lpm. Ms and s walked through placing the arctic sun device in a manual control at 10 c. In manual control the outlet monitor temperature (t1) was 15.7c the outlet control temperature (t2) was 15.7c the inlet temperature (t3) was 20.2 c the chiller temperature (t4) was 11.4 c the water flow rate (wfr) was 2.0 lpm the inlet pressure (ip) was -7.4psi the circulation pump command (cpc) was 60 percent and the mixing pump command (mpc) was 100 percent. Ms and s walked through the disabling manual control and started the therapy but the arctic sun device continued to an alert 01 (patient line open) and an alert 02 (air leak) with flow rate as 1.81 lpm. Ms and s discussed swapping out the pads and leaving at a desk or adding a universal pad to increase the flow rate but not applying to the patient. The nurse did not want to remove all pads if not necessary and would call back if the flow rate did not improve.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was giving the low flow and air leak alerts. The flow rate was 1.5 l/m. The user had already disconnected and reconnected the pads with no improvement. The patient temperature was 33.8c, target temperature was 33c, outlet monitor temperature (t1) was 12.4 c, outlet control temperature (t2) was 12.3 c, inlet temperature (t3) was 15.3 c, chiller temperature (t4) was 5.6 c, water flow rate was 1.4 l/m, inlet pressure was -7.7 psi, circulation pump command was 53%, mixing pump command was 8%, water reservoir level was 5, system hours were 1244.4 and pump hours were 1181. Mss walked through stopping the therapy, draining pads, disconnecting and reconnecting by holding tubing only. The user stated the fluid delivery line was secured and all lines were straight with no bends or kinks. Also stated all 4 arctic gel pads were connected and the patient was using large size pad. The user started therapy and the flow rate again fluctuated and started alerting 01 (patient line open) and an alert 02 (low flow). Air bubbles were noted in the clear connections. Mss had them to stop the therapy and drain pads. Again started therapy and the device alerted again with an alert 01(patient line open) and an alert 02 (low flow) with flow rate as 1.4 l/m. Mss walked through placing arctic sun device in manual control at 10 c. In manual control, the outlet monitor temperature (t1) was 15.7c, outlet control temperature (t2) was 15.7c, inlet temperature (t3) was 20.2c, chiller temperature (t4) was 11.4c, water flow rate was 2.0 l/m, inlet pressure was -7.4psi, circulation pump command was 60% and mixing pump command was 100%. Mss walked through disabling manual control and started therapy but the arctic sun device continued to get an alert 01 (patient line open) and an alert 02 (air leak) with flow rate as 1.81 l/m. Mss discussed swapping out pads and leaving at desk or adding a universal pad to increase flow rate but not applying to patient. Nurse did not want to remove all pads if not necessary and would call back if flow rate did not improved.